Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from lv impedance of >3000 ohm and capture failures due to lv cable breakage. The lv lead was explanted and a new one was placed.